Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son called to report that the customer was hospitalized with chest pain and high blood glucose levels of 400 mg/dl. The insulin pump had been changed to a different language. Assisted the customer's son with the language change. Further troubleshooting was not possible at the time of the call.